Event description:
It was reported that the screw backed out approximately six weeks after the cervical plate and screws were implanted. No revision surgery is planned at this time.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Six week post op x-rays confirmed the screw backed out of c7 screw in c5-c7 acdf. Review of immediate post op films suggests locking mechanism was never rotated and screws were not locked.